Manufacturer narrative:
B3: event date was reported to be either 06 december 2024 or 16 december 2024. D10: both sets were reported however, it was not specified which of the two sets was used during this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused total parenteral nutrition (tpn) during therapy in the intensive care unit (ICU), "particularly with 2-in-1 and 3-in-1 mixtures". The infusion was set for 24 hours and approximately 2l using non-dehp solution set, however the pump ran out of fluid about 30 minutes early and delivered 50-60 ml more than prescribed. There had been no changes made to the tpn mixtures. The bags vary depending on the patient but the average amount is 1800 ml with an overfill of around 50 ml. There was no report of patient injury or medical intervention associated with this event. There was nothing unusual found during troubleshooting that would cause or contribute to the issue per the reporter " the pump is passing all manufacturer checks and is within the specified parameters". During reporter biomedical service testing a 2-in-1 tpn bag provided by their pharmacy department as well as sterile water. Was used. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.